Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used during a procedure. There was no issue removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. Resistance was encountered. Excessive force was used. It was reported that the stent deformed in vivo during positioning. Small perforation of coronary artery occurred. FDA safety report ID# (B)(4).